Event description:
Customer reported that he inserted a sensor and noticed he was bleeding through his shirt. When he removed it was bleeding for a half an hour. Customer applied a pressure bandage on it so the bleeding can stop. Customer stated the site is not actively bleeding and blood is not visible on the sensor connector. Blood glucose value is 132 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.